Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery. The customer was also hospitalized due to low blood glucose and being unresponsive on (B)(6) 2020 with blood glucose level of 30 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with intravenous fluids and dextrose. Customer alleged the insulin pump for over delivery because the customer was in hospital. Customer stated the drive support cap appeared normal. The reservoir will be returned for analysis.